Event description:
A peritoneal pt's wife called to report there was water inside the housing and water underneath the cycler. There is no report of pt ill effects. The sample is available for evaluation.